Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the garments. The irritation was described as red, bumpy, and itchy. The patient's doctor prescribed triamcinolone ointment. The doctor reportedly believes that the patient is allergic to the garment material. It was reported that the skin irritation healed and after washing the garments multiple times, the patient reportedly had no more issues.